Event description:
It was reported that the patient had a reaction to the 3d comfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient had inflammation around the gums and it spread throughout the palette causing pain. The device was delivered on 1-21 (year unknown). The patient was advised to discontinue the use of the device and seek the advice of an allergist for more definitive results.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Model # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant/explant date is not applicable as the device is manufactured by prescription and not implantable. Manufacturing data not available.